Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: crease fold, opening on radius and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.